Event description:
During a therapeutic radical prostatectomy this capio rp fired successfully twice. On the third firing the needle carrier broke with the needle attached. The procedure was completed with manual suturing.